Event description:
A vectra graft was placed in the left upper arm location. The surgeon performed a routine thrombectomy procedure using a balloon catheter. After removing the catheter the graft appeared to be blocked. It was noted on fluoroscopy that the blockage was caused by a graft wall separation. A short section of the graft was removed for analysis and it was replaced with an interpositional graft. The patient is doing fine.